Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The lead was unable to be removed intravascularly. A partial thoracotomy was performed.